Manufacturer narrative:
On 18aug2023, the field service engineer (fse) returned to the customer site and replaced the 1st generation power supply. After installing the new power supply, the fse ran a full performance verification test (pvt) to confirm that the device met the manufacturer¿s standards. The device passed all testing. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device would not turn on. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that they were not trained on the device and could not troubleshoot the unit. The customer requested onsite service. A field service engineer (fse) went to the customer site and confirmed the reported issue. The fse determined that the device's power supply was malfunctioning and needed to be replaced. The investigation is ongoing.